Event description:
Per the clinic, the patient experienced skin irritation at the abutment site and was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on august 02, 2023.